Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited the system onsite and confirmed that the system's power button was failed. Upon troubleshooting, the fse found the issue with the review module. The cause of the review module failure could not be conclusively determined by the supplier's part analysis. However, replacing the review module by the fse has resolved the issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's power button failed. The user had to press it multiple times to turn on the system, which can indicate an issue with booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.